Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
Information was received based on the journal article entitled, are porous tantalum cups superior to conventional reinforcement ring, which was aimed at determining whether tantalum cups worked better than conventional reinforcement rings. There were 3 patients from the tm group that were re-revised due to aseptic loosening. No further information to report at this time.